Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 380 mg/dl. For treatment, the patient was given intravenous (IV) fluids, and zofran. The patient was also given diagnostic tests. The ketones were large. The pod was worn between 4 and 24 hours on the abdomen. The pod was discarded. The patient was discharged after 6 hours.